Event description:
During an atrial fibrillation procedure, a cardiac perforation occurred. The patient's blood pressure dropped so an echo was performed and a perforation was found. A pericardiocentesis was performed and 200cc was drained stabilizing the blood pressure. It is unknown what caused the cardiac perforation as there were no issues observed. The patient is stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Tactisys log files were returned; however, no logs from the reported event date were included. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.